Event description:
Related manufacturer reference number: 1627487-2022-02817. It was reported the patient experienced ineffective therapy after moving heavy equipment. Lead diagnostics indicated high impedances on one of the patient's lead and the autoreducing in the other lead. In turn, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of high impedance/autoreducing was not confirmed. Inspection of the lead found it was returned in two segments as a result of the explant procedure. Both segments were tested for continuity and no opens were found.